Event description:
It was reported that the flange sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Device was in good condition with no appearance of any physical damaged. Check flange sensor error was found in the event history log. Check flange sensor error was found at syringe test and failed flange sensor test. The root cause of the reported issue was found to be optocoupler misaligned. Realigned optocoupler. Performed preventative maintenance and all functional testing.